Event description:
It was reported that non-sustained rv oversensing episodes due to noise were noted via remote transmission. It was noted that two capped leads might have caused chatter. Provocative maneuvers and x-ray were recommended. Device reprogramming was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that noise continued to be seen on the rv lead. The patient was asymptomatic. It was suspected that the lead was dislodged, and the lv started colliding with the rv lead resulting in the observed noise. It was recommended that the lead be imaged and tested with isometrics. The lead remains implanted.